Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Event description:
It was reported that the device had error 255-202-2. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported 255-202-2 system error was replicated during device testing and was confirmed through review of the device logs. The suspect device was externally and internally inspected to identify any details that may be associated with the reported issue. The power supply board battery discharge resistor (j5) was observed to have melted metal deposits around the component and was slightly offset from the dissipator plate. All inspected parts are manufactured by bd. The suspect device was tested performing the battery conditioning test through maintenance mode. This test allows the pcu software to determine the capacity of the battery installed in the device. The test was performed on the as-received device and the error code 255-202-2 (800.8000 general os failure) was replicated. The power supply board on the received device was temporarily replaced with a known good dchu board and the battery conditioning test was performed again; however, the test stopped at the second cycle and stayed on the 0:00 hours to completion screen, being unable to finish the test. The power supply board battery discharge resistor (j5, 15ohms) was measured for resistance. The resistance value was between 15 mohms and 20 mohms, which indicates a faulty resistor. The facility j5 resistor, the battery conditioning test. The facility j5 resistor, alongside its mounting screw, was temporarily replaced with a known-good part, and the battery conditioning test was performed. The test passed successfully. Review of the pcu error logs found two instances of error 255-202-2 occurring on (B)(6) 2025, once at 2:38 pm and another at 2:40 pm; and two instances on (B)(6) 2025, one at 11:06 am, and the other at 2:53 pm. The event logs showed the pcu was powered on (B)(6) 2025 at 2:34 pm and booted into maintenance mode. The battery conditioning test was started, then at 2:38 pm the error logs recorded the error 255-202-2, the unit was powered off and then powered on again at 2:39 pm (5 minutes after starting the test). This was repeated for all 3 instances of the error occurring, however the time between the system being powered on and the test failing varied per each attempt. Root cause: the root cause for the reported error code 255-202-2 is being attributed to a faulty power supply board battery discharge resistor (j5). The root cause for the damaged resistor is being attributed to a damaged mounting screw. Due to the screw thread being damaged, the resistor was not properly mounted and did not appropriately dissipate heat to the chassis during the discharge phase of the battery conditioning test. This led to the component overheating, and thus getting damaged before the test was completed. The facility j5 resistor was temporarily replaced with a known-good j5 resistor, and the battery conditioning test was performed. The test passed successfully. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.